Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The sieve beds are cracked at the top, the pilot valve is not switching, and the power switch has no audible alarm.